Manufacturer narrative:
(B)(4). Device is being held by risk management. Was the procedure done open/laparoscopically? Laparoscopic. What device was used for the proximal and distal transaction? Pse60a. What color reload? Blue cartridge. What purse string technique was used or what purse string technique does this surgeon normally use? (Ex. Hand tied purse string, purse string device) hand. How was the purse string placed, by hand or with an assist device? Hand. Was the spike of the trocar inserted lateral or through the staple line? Asku. What confirmation did the surgeon receive that the anvil was firmly attached? Asku. When the device was fired, where was the indicator within the green zone/gap setting scale? Near tightest range. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Yes, the previous staple line. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Thought they heard the crunch. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No was there any difficulty removing the device from the tissue? No. Is a pathology specimen and/or report available? Not available. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Asku. Did the operation change significantly as a result of the device issue? No. What is the patient's age and sex? Female. Did a hcp other than the primary surgeon fire the instrument? Resident fired the device was there a recent conversion to ees devices in this account or with this surgeon? No. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was not present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event could not be confirmed as the washer was not returned for analysis. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoid hand assisted procedure, the device fired, but the staples did not form. The resident fired the device and stated that he thought he felt the crunch. They stated that the firing range was near the smallest setting. Another device was pulled; they had to take a little bit more tissue due to the first device not stapling. The additional tissue did not affect the patient or the procedure in any way. The case was completed with no patient consequence. Device is being held by risk management.